Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. Of note, the patient used a betabionics ilet insulin pump at the time of the event. At the time of the inaccuracy he was driving and ¿felt like he was about to pass out.¿ no other symptoms were specified. The cgm value was 100 mg/dl and no corresponding bg fs was obtained. The patient did not provide details on how he returned home, or if he was unable to drive himself. After he arrived home (unspecified time) a bg fs value using his glucometer was 50 mg/dl. At some point the bg fs value was 60 mg/dl and the cgm value was 100 mg/dl. Although treatment details and current condition were requested, the patient declined to provide other information and ended the call. No other information is available. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.